Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent (clso-10-12) to drain ((B)(4)). The nurse didn't do the eye inspection and opened the package because of the next procedure time was running out. In the meantime, she recognized that the oa-10 had no inner catheter. ((B)(4)) so she opened another oa-10 and case finished. ((B)(4)). Additional info received 28-mar-2022: "the customer used clso-10-7 and used another oa-10 with 0.025 visiglide straight type." Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: the oa-10 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation n/a. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all oa-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0096) states the following: ¿wire guide diameter and inner lumen of wire-guided device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of the use of an incorrect size wire guide was identified from the available information. The complaint information indicated that a 0.025¿ wire guide was used for the procedure. It may be noted the device label indicates that a 0.035¿ wire guide is required for use with the oa device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 21-sep-2022.